Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Event description:
Customer reported receiving a false positive result with cue covid-19 test for home and over the counter (otc) use on (B)(6) 2022 (cartridge sn (B)(4), lot 23720h, reader sn (B)(4)). Customer retested on the same day with the same cue reader and received a negative result. A confirmatory pcr and ihealth antigen test were also performed on the same day which provided negative results. Customer didn't report any symptoms or exposures. Customer has three doses of vaccine. Test kit was stored in proper temperatures and conditions.